Manufacturer narrative:
Inspection of the device found no damages or defects that would contribute to an infection. The cause of the reported infection could not be conclusively determined. The device was received with the cannula fully deployed. No timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and cannula not properly inserting into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device between 4 and 24 hours. The patient reported being unsure if the cannula properly inserted in the infusion site. The patient's blood glucose rose to 260 mg/dl and felt pain at the insertion site. The patient was diagnosed with an abscess and was prescribed opi amoxicillin al 1000mg, 30tbl de-pzn 00038706 1-1-1.